Event description:
It was reported to baxter (B)(4) that a reconstitution device was found to be leaking. The customer reported that this device was being used to mix a non-baxter drug with saline. The problem was noted during use; however, there was no report of patient injury, involvement or medical intervention.

Manufacturer narrative:
(B)(4). No lot number was provided and the sample was not available; therefore, no evaluation or batch review could be performed. If relevant additional information becomes available, a follow-up report will be submitted.